Manufacturer narrative:
Investigation: bd received a 24 gauge insyte autoguard blood control unit from lot 9136982 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed a slit/cut on the catheter tubing above the nose of the adapter. However, there was no damage observed to the needle. The needle was inspected and determined to have been within product specifications. Based off the visual inspection the engineer was unable to verify the reported issue of broken needle. Although there was damage to the catheter tubing a definitive root cause could not be determined.

Event description:
It was reported that a needle break and leakage occurred during use with a 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc. The following information was provided by the initial reporter. "While inserting 24 ga bd insyte autoguard bc needle into patient the needle appeared to be broken. The plastic cannula seemed to be fractured near hub. Blood coming from needle and leaking. Removed. Another IV restarted."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a needle break and leakage occurred during use with a 24g x 0.75in (0.7 x 19 mm) insyte autoguard bc. The following information was provided by the initial reporter, "while inserting 24 ga bd insyte autoguard bc needle into patient the needle appeared to be broken. The plastic cannula seemed to be fractured near hub. Blood coming from needle and leaking. Removed. Another IV restarted."